Event description:
As reported: ten days prior to the event, an acom aneurysm was treated with different coils and stent in a procedure. A few days after the procedure, the patient developed neurological deficits. A CT scan showed spots. In the meantime patient is doing well. Regarding the neurological deficits, the symptoms were noted by the patient only. Patient did not go to the doctor, symptoms were present but unclear (always dizziness), the patient fell one time. Regarding the intervention for the neurological deficits, the patient was under dual antiaggregation, since the patient did not inform anybody about symptoms the acute infarct was not treated specially. Regarding the "spots", according to the physician, it¿s an infarction. The op report was requested, but not provided.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Two radiographic images were provided for medical review. The first image shows medium-packed coils in a small acom aneurysm with a non-terumo neuro stent seen distally in the proximal a2 and proximally in the proximal a1 segment. The second image shows areas of ischemia and/or infarct, as described in the reported event; however, they do not explain why the infarction occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
No additional information received regarding the event.